Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was unknown at the time of the incident. Customer reported that they was able to clear the alarm. Customer was able to complete rewound the insulin pump. Customer stated the insulin pump alarm occurred every time when battery was taken out of it. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.